Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing number 3006705815-2021-01738. It was reported that the patient experienced ineffective stimulation due to a fall causing the leads to migrate from their original position. As a result, surgical intervention was undertaken on (B)(6) 2021, wherein the leads were explanted and replaced. The issue has since been resolved.